Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: st. Jude medical 8.5 french ramp sheath carto 3 system (model# m-4800-01, lot# unknown) (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for right atrial flutter with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pharmacologic support and pericardiocentesis/pericardial drain. While ablating the cavotricuspid isthmus (cti), the patient became diaphoretic, hypotensive, and hypoxic. Pharmacologic blood pressure support was provided without resolution. Transthoracic echocardiography (tte) revealed a pericardial effusion. Patient reported pain. The remainder of procedure was aborted. Pericardiocentesis yielded an unspecified volume of fluid. Pericardial drain was left in place. Patient required extended hospitalization as a result of the adverse event. Adverse event was assessed as life-threatening. Medical history includes an atrial septal defect (asd). Patient was reported to be in stable condition. There were no patient factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure. No transseptal puncture was performed. A st. Jude medical 8.5 french ramp sheath was used. Generator was set on power at 30-35 watts. Power was not titrated. No impedance or power issues were reported. Overall ablation time was 10-20 minutes. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system indicated to re-zero the catheter. There is no information regarding last ablation cycle time. Irrigated catheter flow was set at 17 ml/min. Patient received anticoagulant during the procedure with activated clotting time (act) target of 350 seconds.